Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported syringes were cracked. To aid in the investigation, seven samples were received for evaluation by our quality team. The samples are 1ml syringes with the bd logo and are not manufactured by this site. A visual inspection was performed under a 30x magnifier lens. No damages or imperfections were observed. A device history record review could not be completed as the material and lot numbers provided are 'unknown.' Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 6 unspecified bd¿ syringes had cracked barrels. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "my IV room staff has reported 2, 1ml syringes that seem to have cracks in the barrels of them."